Manufacturer narrative:
Updated fields: b3, b4, e1 (event site email), g4, g7, h2, h10. Repairs are pending the customer's purchase of the batteries. A supplemental report will be submitted if additional information is provided.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: d1, g1. The customer approved the estimate only for the replacement battery (0146-00-0039), however, has not contacted the getinge fse to replace same. The fse performed functional and safety checks to meet factory specifications. However, since the getinge fse did not install the replacement battery, it is unknown as to whether the iabp unit was released and cleared for clinic use. A supplemental report will be submitted if additional information is provided.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. The fse also recommended replacement of the 5000 hours engine kit, as well as expired safety security disk which has been ordered by the customer and pending receipt of replacement safety security disk part. The fse performed functional and safety checks to meet factory specifications. Repairs are ongoing and a supplemental report will be submitted if additional information is provided. (B)(6).

Event description:
It was reported that after a field action, the battery of the cs100 intra-aortic balloon pump (iabp) required to be replaced as it did not hold charge for the minimum time of 135, pursuant to manufacturer's specifications. Additionally, it was reported that the battery would only hold charge for 116 minutes. There was no patient involvement, and no adverse event reported.